Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported stimulation in the wrong location. The patient stated she was 8.0 setting and reported overspill in the legs, she noted it bothers her more at night. The patient noted she has decreased the settings. The patient noted that positional changes are related to the issue. The patient reported the change in therapy/stimulation was sudden. The patient also noted she does have continual nerve pain in legs and reason for implant is urge incontinence. A healthcare professional (hcp) reported the patient's nerve pain has been resolved, but the patient was neurologically compromised at baseline. The device was re-adjusted in order to resolve the patient's nerve pain and stimulation in their legs.